Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The visual inspection of the returned device by the complaint handling unit revealed the returned screw was examined and found to be damaged. There are a lot of scratches and visible damage at the connection of the screw head. The thread on the outside of the head is completely worn out either from spinning in the plate or as a result of force while screwing into plate. The shaft of the screw shows signs of use and the tip of the screw is blunt. The complaint condition is likely the result of damage as a result of using excessive mechanical force while inserting the screw into the plate.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the operation the screw was not properly locked into the plate. The screw was removed from the patient and the surgeon found out that the screw recess was worn out. There was no residue left in the patient. There was a report of a three minute surgical delay. (B)(4).